Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away in the hospital on (B)(6) 2018. The cause of death was trauma from a car accident. The customer was on the way to their health care professional due to high blood glucose values, but was involved in a vehicle collision. The customer¿s blood glucose was unknown at the time of death; however, the customer struggled with blood glucose values in the 400 mg/dl and 500 mg/dl range throughout the last week of her life. The customer's spouse believed that if she arrived to her health care professional she would have been hospitalized for diabetic ketoacidosis. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller declined to return the insulin pump for analysis.